Event description:
It was reported that some doctors in the hosp note separation of the catheter at the point of contact with the external part during use with several pts.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot numbers has been provided by the complainant.